Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the device. ¿ lump/nodule-ndr: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a ruptured implant. Device has been explanted and replaced with a non allergan device. Record relates to the right side.

Manufacturer narrative:
Continued h6 (health effect - impact code ):f15. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a ruptured implant. Device has been explanted and replaced with a non allergan device. Record relates to the right side.